Manufacturer narrative:
(B)(4).

Event description:
It was difficult to deploy the atrial lead. The lead was not used nor implanted. The device will be returned for analysis.

Manufacturer narrative:
Correction: should have been blank on the initial submission. The complete lead was received for evaluation. An x-ray was performed and visual examination showed no anomalies. The lead was cleaned and the helix was able to be extended and retracted and was within specification. Electrical testing was performed and revealed no anomalies.